Manufacturer narrative:
The device ws received by depuy synthes power tools. The device was evaluated and the reported condition of heat could be confirmed. During service the device failed the pre-repair diagnostic test for thermistor resistance. If add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device had an issue with heat. It is known that the device was being used during surgery. It is known that there was no pt/user injury reported. It is unk if medical intervention was reported. There was no add'l info provided.